Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented with intermittent dizziness. After review, noise was seen resulting in oversensing and pace inhibition. It was noted that the patient had an old competitor lead implanted and possible oversensing of the minute ventilation (mv) signal was possible thus the mv was switched off. After reprogramming the signal was not noted. The patient was being monitored and no system revision was planned at this time. No adverse patient effects were reported.

Event description:
Additional information noted that the patient experience syncope due to reported noise and oversensing.